Manufacturer narrative:
(B)(4).

Event description:
It was reported that post implant a swedish adjustable gastric band, the (B)(6) informed us that one of their insured persons got a gastric band. The gastric band reopened. No further information is available. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4): information unavailable. The device was not returned.

Event description:
It was reported that the swedish adjustable gastric band was removed due to dislocation of the band in perforated jejunum, diffuse peritonitis. Suturing of perforation of jejunum, removal of port was performed. Op report: some days earlier unsuccessful attempt to remove migrated gastric band. A median laparotomy of lower and upper abdomen. Interabdominally contents of bowels noted. Small bowel loops covered with fibrin. Six cm aborally of treitz´s arch perforation of jejunum and protrusion of part of the gastric band. The catheter was cut and the gastric band removed from jejunum. Jejunal perforation was sutured with monoplus. Drainage of abdominal cavity, adhesiolysis of omentum majus. Leak test with air using a gastric tube was performed. Removal of presternal port. Attempts to obtain additional information have been conducted. If additional information is obtained, a medwatch supplemental report will be sent.